Event description:
It was reported that an atrial lead warning was triggered for low impedance. It was also reported that the lead previously was sensing noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.